Event description:
The pt reported that the pod was activated on (B)(6) 2013 at 1:57 am. She reported the following blood glucose and insulin treatment history for the period she wore the device. With the exception of the last reading at 1:04, the pt reported that each time her bg read "high" she entered 500 mg/dl into the bolus calculator to get suggested bolus amounts which she then administered. The pod was deactivated at 6:51 pm and the pt was taken to hospital where her bg was measured at 1425 mg/dl. She was placed on an insulin drip and also diagnosed with pneumonia. The pod was discarded at the hospital.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported, therefore no qualification records could be reviewed. The omnipod user guide warns "'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."